Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported via a medical journal that during a hip scope procedure there were anchor-related complications including possible anchor breakage and inadequate fixation. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.